Event description:
Journal reference: stetkarvoa I, vrba I, peregrin j, sroubek j. Complications of treatment of severe spasticity with implantable pump systems. Ceska slov neurol neurochir. 2008;71(4):458-465. The effect of intrathecally administered baclofen was tested in 19 patients with severe spasticity and in one patient with generalised dystonia. Based on the effect of tested baclofen, we subsequently implanted pump systems to nine persons with multiple sclerosis and five persons with a chronic spinal injury. Reportable event: local infection around the catheter on the hip was seen in one patient. See mfg report # 2182207-2008-07345.

Manufacturer narrative:
Results code= catheter. See scanned pages.